Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-04132 & 2134265-2016-04134. It was reported that a pericardial effusion occurred a 24mm watchman ® laa closure device & delivery system along with a double curve watchman® access system and a single curve watchman® access system were selected. They first attempted to deploy the 24 mm wds closure device with a double curve was in the inferior lobe of the laa. A total recapture was performed due the positioning of the device. The was exchanged for a single curve was and a non-bsc pigtail catheter. These two devices were in the anterior lobe of the laa when fluoroscopy video revealed a pericardial effusion (pe) at the distal end of the laa. The pe was also confirmed through transesophageal echocardiogram (tee). The pe was treated with auto transfusion. The procedure was aborted. No further patient complications were reported and the patient's status is stable.